Manufacturer narrative:
It was determined this device did not cause or contribute to a reportable malfunction, serious injury, or adverse event. Please void this submission.

Event description:
It was determined this device did not cause or contribute to a reportable malfunction, serious injury, or adverse event. Please void this submission.

Manufacturer narrative:
(B)(4). Multiple mdrs were filed for this event. Please see associated: 0001825034 - 2019 - 04760, 0001825034 - 2019 - 04761, 0001825034 - 2019 - 04762, 0001825034 - 2019 - 04778, 0001825034 - 2019 - 04770, 0001825034 - 2019 - 04776, 0001825034 - 2019 - 04763, 0001825034 - 2019 - 04764, 0001825034 - 2019 - 04773, 0001825034 - 2019 - 04771, 0001825034 - 2019 - 04766, 0001825034 - 2019 - 04767, 0001825034 - 2019 - 04772, 0001825034 - 2019 - 04768, 0001825034 - 2019 - 04774, 0001825034 - 2019 - 04775. Concomitant medical products: 11-162115 reach 15x250 lt 100% por fmrl 251140, 11-104955 mlry-hd cal w/hole 34x17x220 r 275470r, 12-162584 bi-met co-cr hd/nk 13x34x250 r 413690, 12-162485 bi-met co-cr hd/nk 13x45x200 682040, 12-162484 bi-met co-cr hd/nk 11x45x200 179580, 11-162117 reach 17x250 lt 100% por fmrl 441120, 12-162596 bi-met co-cr hd/nk 13x55x250 r 808630, 12-162485 bi-met co-cr hd/nk 13x45x200 703910, 12-162574 bi-met co-cr hd/nk 15x34x250 r 046710, 12-162588 bi-met co-cr hd/nk 11x45x250 r 821500, 12-162489 bi-met co-cr hd/nk 15x34x200 627880, 12-162490 bi-met co-cr hd/nk 15x45x200 307010, 180221 balance microp stem 17x80mm lt 193920, 12-162485 bi-met co-cr hd/nk 13x45x200 314510, 11-104973 mlry-hd cal w/hole 45x17x220 r 066930, 12-162481 bi-met co-cr hd/nk 11x34x200 009370. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the distribution process packaging damage with sterility barrier potentially compromised was identified. No patient or surgical involvement. No further information available at this time.